Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the cause was not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that bending tube breaks off was found. There was no patient involvement.